Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The reporter wanted to know if there was anything she could do besides send in the evo when getting or vent inoperative besides what's in the manual. The reporter was instructed to try unplugging and let the device sit for six minutes with no power. After that period, they were instructed to turn the power on to see if it cleared. They were instructed that if does not clear they will need to send the device in. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.